Event description:
It was reported that the patient underwent a decompression and tumor resection of the sacrum. Pedicle screws were placed bilaterally at l4 and l5 along with bilateral dual iliac bolts. Rod placement on the right side was uneventful. However, when placing the rod on the pt's left side and attempting to final tighten set screws, the iliac polyaxial screws were "slipping" prior to torquing at "80in" lbs. The surgeon was able to switch the set screw on the 8.0mm x 70mm screw and proper torque was achieved with the assembled set screw. However, five successive new set screws were tried with this 8.0mm x 90mm screw until it was determined that the polyaxial screw's head was splaying just enough to keep from reaching final torque setting during set screw tightening. The concomitant device set screws are being returned for evaluation. However, the 8.0mm x 90mm polyaxial screw that is the subject of this report remains in the patient. Concomitant devices: expedium ti si set screws, 179702000 x 6. Expedium ti 8.0 x 70mm polyaxial screw, 179712870 x 1.

Manufacturer narrative:
The polyaxial screw was implanted and is not available for evaluation. Concomitant device set screws are being returned for evaluation. A follow up report will be filed upon completion of the complaint investigation. Device was implanted.

Manufacturer narrative:
It was reported on (B)(6) 2013: that a patient underwent a decomp and tumor resection of the sacrum. Pedicle screws (5.5mm ti) were placed bilaterally at l4 and l5 (both 7.0 x 50mm) along with bilateral dual iliac bolts (one 8.0mm x 90mm and one 8.0mm x 70mm per side). When placing the rod on the patient's left side and attempting to final tighten the set screws the iliac polyaxials were "slipping" prior to torquing @ 80in lbs. Five (5) successive new set screws were tried on the 8.0mm x 90mm poly until we determined the head was splaying to keep us from reaching final torque setting. Additionally, a device history record (DHR) review could not be conducted as the lot numbers of the devices are unknown. A review of the sales representative additional information email was conducted and it was noted that the surgeon placed set screws using the standard set screw inserters without the use of the alignment guide. The anti-torque was used when tried final tightening the set screws. Furthermore, the surgeon was able to get new set screws on and ¿white-knuckle¿ tightened them. It was confirmed that surgeon did not follow the proper surgical technique procedure. Per surgical technique when using the single innie inserter, pick up an innie from the caddy. Use the alignment guide to help position the head and reduce the chance of cross-threading. A review of the complaint trend analysis found no observed trends for issues of this nature. Therefore, without the product samples, we are unable to confirm the reported issue or identify the root cause. Additionally, in the absence of product sample(s) ¿ lot number(s) ¿ or observed trend, this complaint will be closed with no further action required.